Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. Complaint conclusion: as reported, the stent of a 7mm x 40mm precise pro carotid self-expanding stent (ses) delivery system was unable to be deployed at the time of release and resulted in excessive tension and insufficient support of the conveyor system, including the guiding catheter. There was also some resistance felt when withdrawing the delivery system; however, the delivery system was able to be removed in one piece. A non-cordis stent was used to complete the procedure. There were no reported injuries to the patient. This was during a procedure to treat an 80% stenosed carotid artery lesion which had severe calcification and severe tortuosity. The device was stored and prepped per the instructions for use (IFU). The user maintained a fixed inner shaft position during deployment. The stent was in place using a ¿trojan horse¿ technique. The device was returned for analysis. A non-sterile ¿precise pro rx ous carotid sys¿ was received coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. The device was received without being deployed, and the stent was returned in its manufacturing position. During the evaluation, no damage or abnormal conditions were observed. A dimensional analysis was performed to measure the outer diameter (od) of the member, and the measurements were within specification. A functional analysis was attempted to determine if the deployment mechanism was compromised in the received unit. The analysis successfully deployed the full stent, confirming the deployment mechanism was not compromised. The stent was deployed successfully, and the delivery mechanism functioned as expected. The reported ¿stent delivery system (sds) withdrawal difficulty¿ could not be confirmed during analysis of the returned device. Due to the nature of the complaint, it is difficult to confirm any difficulties related to withdrawal of the device as this cannot be simulated in a lab setting. Many factors may contribute to withdrawal difficulties including and/or not limited to, patient anatomy, vessel characteristics, and operator techniques. A dimensional analysis was performed to the outer diameter of the device and results were found within specification. The device was returned with the stent in the manufacturing position and functional testing was simulated. The stent deployed with no difficulties noted; therefore, the reported ¿stent delivery system (sds) deployment difficulty unable¿ could not be confirmed. The exact cause of the issue experienced by the customer could not be determined. Functionality of the deployment mechanism was tested with no difficulties noted and the device passed dimensional analysis. Additionally, no kinks or other damages were noted to the device upon analysis. Therefore, based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue experienced by the customer. According to the instructions for use, which is not intended to mitigate risk, ¿extract the stent delivery system from the tray. Examine the device for any damage. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Note: if any resistance is met during delivery system withdrawal, advance the outer sheath until the outer sheath marker contacts the catheter tip and withdraw the system as one unit. Initiate stent deployment by retracting the outer sheath while holding the inner shaft in a fixed position. Deployment is complete when the outer sheath marker passes the proximal inner shaft stent marker. Note: the mechanism for stent deployment is outer sheath retraction. Deployment is completed by maintaining inner shaft position while retracting the outer sheath and allowing the stent to expand (often referred to as the ¿pin-and-pull¿ method). Post-deployment stent dilatation: while using fluoroscopy, withdraw the entire delivery system as one unit, over the guidewire and out of the body. Remove the delivery device from the guidewire. Note: if any resistance is met during delivery system withdrawal, advance the outer sheath until the outer sheath marker contacts the catheter tip and withdraw the system as one unit. (Do not remove guidewire.) Using fluoroscopy, visualize the stent to verify full deployment. If incomplete expansion exists within the stent at any point along the lesion, post deployment balloon dilatation (standard pta technique) can be performed.¿ the information available does not suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the stent of a 7mm x 40mm precise pro carotid self-expanding stent (ses) delivery system was unable to be deployed at the time of release and resulted in excessive tension and insufficient support of the conveyor system, included the guiding catheter. There was also some resistance felt when withdrawing the delivery system; however, the delivery system was able to be removed in one piece. A non-cordis stent was used to complete the procedure. There were no reported injuries to the patient. This was during a procedure to treat an 80% stenosed carotid artery lesion which had severe calcification and severe tortuosity. The device was stored and prepped per the instructions for use (IFU). The user maintained a fixed inner shaft position during deployment. The stent was in place using a ¿trojan horse¿ technique. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.